Manufacturer narrative:
Results: a visual inspection of the returned product shows both haptics are torn off and are missing. Portions of the optic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter states that the surgeon was inserting a three piece silicone lens model aq2003v and the lens tore. The surgeon enlarged the incision to remove the lens and replace it with another same type lens, and used a suture to close the incision. It was reported that the damage to the lens was due to the lens was loaded improperly by the technician.